Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: material no. 363083. Batch no. Unknown. Site does not have lot# information as he is calling to find out more information on why the tubes may be overfilling. Discussed that line on tube is the minimum fill line and tubes can fill to just under the cap and the blood/additive ratio is still correct for testing. It was reported that sodium citrate tubes are overfilling. Phlebotomist is having issues of getting the right ratio of blood in the sodium citrate tubes, he states the tubes are overfilling, and the samples he's taking are getting rejected. It is not lot specific.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: material no. 363083, batch no. Unknown. Site does not have lot# information as he is calling to find out more information on why the tubes may be overfilling. Discussed that line on tube is the minimum fill line and tubes can fill to just under the cap and the blood/additive ratio is still correct for testing. It was reported that sodium citrate tubes are overfilling. Phlebotomist is having issues of getting the right ratio of blood in the sodium citrate tubes, he states the tubes are overfilling, and the samples he's taking are getting rejected. It is not lot specific.